Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm and customer got woken up with a stuck button alarm. The customer blood glucose level was 158 mg/dl. The customer was not able to clear the alarm and there was no response from any button. It stated that numbers were not ramped on their own and scroll bar was not moving with no input. The insulin pump was not exposed to a change in altitude. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specifications. Device passed self test, displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. No pump error 23 alarms were noted. Device received with minor scratched display window and case.